Manufacturer narrative:
Three-hundred samples and two photos were received by bd for evaluation. A quality engineer was able to review the samples and photos of 10ml eurographic syringes from lot #3051566 regarding item # (B)(4). All samples were inspected and zero had excessive silicone with stringing or pooling of silicone. Both images show a loose syringe with the plunger rod with stopper attached separated from the barrel with the barrel laying on a table and the stopper shown with silicone on the stopper. The condition does not appear to be excessive. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the reported defect is customer awareness and not a true defect, no corrective actions are necessary. A device history record review was completed for provided batch number 3051566. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that600 of the bd luer-lok¿ tip syringes had oily residue. The following was received from the initial reporter: on (B)(6) 2023, a qc finished products supervisor identified a contamination of sample solutions by syringe piston joint. Observed that the surface of the pistons was "oily".